Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
The reported event of heat was not duplicated; however ,it was confirmed during follow up with the customer that the irrigation setting was low during the event. Overheating can be caused by lack of irrigation. Per instructions for use recommended irrigation setting is 15 ml/min for soft tissue and 18 ml/min for hard tissue. Always use sufficient irrigation flow. Failure to comply may result in excessive heat and potential burn injury.

Event description:
It was reported that the universal handpiece overheated during the course of a procedure at the user facility. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully. During customer follow up it was stated the irrigation settings were turned down to 5ml/min at one point during the procedure, and returned to 15ml/min later.

Event description:
It was reported that the universal handpiece overheated during the course of a procedure at the user facility. The irrigation settings were turned down to 5ml/min at one point during the procedure, and returned to 15ml/min later. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.